Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken approximately 5 years ago wherein the entire system was explanted to address the issue.